Event description:
It was reported there was a patient alert triggered for the right ventricular (rv) lead. The rv lead had impedance greater than 2500 ohms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed the right ventricular (rv) pacing impedance was out of range and high. There were patient alerts for out of tolerance subthreshold lead impedance (B)(6) 2012. The weekly pace lead trend data shows an abrupt increase for min and max rv pace equal to 688 to 2752 ohms peak between (B)(6) 2012.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2009.